Event description:
Caller reported a pump malfunction, identified as malf 6, which persisted even after attempting a reset with assistance from cts. There was no adverse impact to the customer's blood glucose level, as it stayed below 500 mg/dl. Cts decided to replace the pump and advised the customer to use multiple daily injections as backup therapy. The customer will receive a replacement pump with updated software and instructions on returning the faulty device.